Event description:
Boston scientific crm received information that this device was returned with no allegation. Initial routine device analysis found the device was in factory fallback mode with no therapy available. No adverse patient effects were reported.

Manufacturer narrative:
Upon return, the device was analyzed. A review of device memory revealed the device had gone to factory fallback mode due to six warm resets that occurred during a charge. Analysis concluded the resets and factory fallback mode happened post-explant with no leads attached to the device. The device program code was successfully reloaded and further testing found the device could pace, sense, and deliver shock therapy once the program memory was reloaded

Manufacturer narrative:
Analysis of the returned product is ongoing. An updated report will be submitted upon completion of analysis.

Manufacturer narrative:
Analysis concluded the device had therapy available while implanted.